Event description:
Reporter alleged obtaining discrepant blood glucose of 140 mg/dl back to back with a result of 30 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Customer did not give specific times between tests other than to say the results obtained were back to back tests. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.